Event description:
The customer contacted beckman coulter inc. To report fluid leak of diluted blood by the air mix temperature control (amtc) chambers on the unicel dxh 800 coulter cellular analysis system. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eye-wear at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. A the field service engineer indicated that the drain port on nucleated red blood cell (nrbc) mixing chamber was plugged. The nrbc mixing chamber may contain blood, 6c controls, diluent, and cbc lyse. The fse flushed all ports and chamber with bleach/h2o solution as well as the probe waste to clear the plugged and adjusted the latron gain settings for the nrbc module. No additional leaked or overflow was observed after servicing. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer qc record.

Manufacturer narrative:
Root cause is attributed to a plugged drain port on the nrbc mixing chamber. Investigation is on-going to determine the cause of the overflow after the drain is plugged. (B)(4).